Event description:
The customer reported communication error and E226 occurred during inspection for use involving an Olympus autoclavable camera head. There was no patient injury reported.

Manufacturer narrative:
The Date of Event is unknown. A supplement report will be submitted if provided.The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.